Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was used in the lower leg without incident. When the device was used in the upper leg it started out fine, but then it failed. They let it cool however the device never activated. They turned the hemopro box off and on to restart it, but it still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.